Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a defect in the antenna and the controller. There was damage to the battery and antenna, and the equipment did not turn on. An attempt was made to restart the controller, but the battery was not functional. The equipment was to be replaced.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type: programmer, patient. Product ID: neu_unknown, serial# unknown, product type: battery pack. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Product ID: neu_unknown, serial/lot #: unknown, g2: the country of origin is the dominican republic. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 97745 serial# (B)(6): product type programmer, patient h3: analysis of the controller found no non-conformances. Unit pairs and charges ins and internal battery pack normally, and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after several troubleshooting attempts "none of the components (antenna and recharger) were not functional" to clarify what was meant by damage to the antenna. For this matter the complaint was generated. No physical damage was identified or occurred. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
Continuation of d10: product ID 97745bp. Serial# (B)(6): product type accessory h3. Analysis found non-conformances and the battery pack was subsequently scrapped. The battery tab was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.